Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out or loose closure. This event occurred 4000 times. The following information was provided by the initial reporter: translated to english. The customer stated: procured 6 ml sst tube are not fitting properly once it is opened, cap is not fitting properly, hence I request you to please the replace the delivered tubes as per the purchase order delivered bill.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation from material# 367815, batch# 9347533. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by stopper pull out testing and three (3) retention samples exhibited loose caps. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of loose caps through CAPA # 1875009.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes there was stopper creep out or loose closure. This event occurred 4000 times. The following information was provided by the initial reporter: translated to english. The customer stated: procured 6 ml sst tube are not fitting properly once it is opened, cap is not fitting properly, hence I request you to please the replace the delivered tubes as per the purchase order delivered bill.